Event description:
It was reported by service report that the power cord was damaged with exposed wires and the motion interrupt pan was missing. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Result: motion interrupt pan.